Manufacturer narrative:
The lot was manufactured from april 8, 2016 ¿ april 9, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor was leaking into the over pouch. It was not specified as to when in the process this occurred. The device was filled with 6 g of cephazolin. There was no patient involvement. No additional information is available.